Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail stating the string at the base of several tampons kept unraveling, making them difficult to remove. The cotton also separated when inserted. No injury was reported.

Manufacturer narrative:
23-feb-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
String at base of tampon keeps unraveling cotton separates [device breakage]. Tampon difficult to remove [device difficult to use]. Case description: consumer sent e-mail stating the string at the base of several tampons kept unraveling, making them difficult to remove. The cotton also separated when inserted. No injury was reported.